Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm this patient has a right femoral balloon. It¿s been in for a few days now and over the course of the past few days, having pretty frequent gas loss alarms, so we straightened out a kink but since then we¿ve had 2 more go off. There¿s no blood or condensation. There was no harm or injury reported.

Manufacturer narrative:
Corrected fields: d10. Updated fields: d9, b4, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Device not available for repairing. In future if we receive any new information will reopen and update the investigation.